Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead, resulting in failure to capture. The dislodgement was confirmed with fluoroscopy. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.